Manufacturer narrative:
The used/damaged device was discarded at the user facility and therefore will not be returned for evaluation. However, (B)(4) unopened/unused devices from the same lot number are being returned to conmed for evaluation. As of this filing, the investigation remains in progress, a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
The end user facility reported that during use of a conmed optimizer polypectomy snare in a colonoscopy procedure, the snare was placed down the endoscope and while excising a polyp, the snare loop was reported to have broken and had to be retrieved using biopsy forceps down the same endoscope channel. The colonoscopy otherwise continued as intended. It is unclear if there were additional polyps encountered, but the user facility stated that if there were they would have opened another snare to remove them. The procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
The used device was not made available by the user facility and was therefore not available for evaluation, also no visual evidence (photographs) of the failure was made available. However, 12 unopened devices from the same lot number were returned for evaluation. All 12 returned samples were tested for minimum axial pull force. One sample failed the axial pull test. Since the complaint device was not returned for evaluation, the reported failure cannot be verified and a root cause of the reported breakage cannot be determined. This lot was manufactured on 16-feb-2016. From this lot containing (B)(4) units, there have been a total of three (3) reports of "loop detachment" received. A review of the device history record (DHR) for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This failure mode is addressed in the risk document with an acceptable risk level. The conmed singular and conmed optimizer polypectomy snares are single patient use, one piece, disposable devices consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. All parts of this device that exit the distal end of the endoscope are considered applied parts. To reduce the risk of breakage and injury to the patient, the instructions for use (IFU) provides the following precautions and warnings: - this device is intended for single patient use only. The product and the packaging have not been designed or tested for reuse. The ability to effectively clean and reserialize this single use device and subsequent reuse may adversely affect the clinical performance, safety and/or sterility of the device. - inspect the snare device for kinks, fraying wire or any other damage that may have occurred during transit. Open and close the snare loop to confirm smooth movement. Do not use if snare device is damaged. - do not pretest the snare with electrocautery outside of the patient. This could cause overheating of the snare and cause it to fray or break during the procedure resulting in a potential burn to the patient. - to help prevent inadvertent injury or perforation of internal organs and body structure, polypectomy should always be performed under direct endoscopic vision. - the electrosurgical generator should be placed on the off position prior to advancing or removing the snare through the endoscope to avoid injury to the patient or equipment that results from improper electrical grounding. Ensure that the patient is grounded prior to use of the monopolar electrosurgical generator and polypectomy snare to avoid patient injury. - snares should only be used by or under the supervision of physicians thoroughly trained in endoscopic polypectomy and electrosurgical generator set-up and operation. Snares require an endoscope with a minimum working channel of 2.8 mm. Device not received as of this date

Event description:
N/a